Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized and was treated with unspecified antibiotics (intraperitoneal, ongoing) for the events. It was reported that cloudy effluent disappeared within a few days as with the inflammatory reaction. At the time of this report, the patient has recovered from the event 20 days after the event onset. Pd therapy was ongoing however, it was reported that it was difficult to continue pd therapy because of the advanced age, the patient was scheduled to switch to hemodialysis, after creating a shunt and washing with pd fluid during the hospitalization. The reporter declined to provide additional information.